Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old male patient was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient experienced a loss in pulse distal to their impella access site following impella cp implant. It was noted that the limb was cool to the touch and that symptoms of pain and discoloration were present. The patient had a history of severe peripheral vascular disease and the condition did not improve by the following day. As a result, the pump was explanted after less than two days of support.